Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5 years post op the initial right tka, this 78 y/o male patient was revised due to pain. Patient had loose femur. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation. Section h11: *the following sections have corrected information: (d1) brand name: logic femoral ps cem right sz 5. (D$) catalog number: 02-010-01-0350, serial number: (B)(6), expiration date: 20-mar-2021, unique identifier (UDI) #: (B)(4). (H4) device manufacture date: 22-mar-2016. (H6) component code: 4755, part/component/sub-assembly term not applicable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.